Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the pulse wire inside the cable connecting the distribution node (dn) and rear therapy electrodes was cut and shorting to the dn pca. The cause of the constant gong alarms is the damaged pulse wire and short. The root cause of the damaged wire cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.